Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate accuracy tests and found that the pump was outside of manufacturing specification in two of the tests. The investigation determined that the expulsor being out of mechanical specification was the cause of the reported issue. The expulsor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump over infused. The delivery rate tested was 30ml/h vol:20ml. There were no injuries or adverse events reported.